Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter stopped working. There was no injury to the patient. Additional information: confirmed the cutter stopped cutting, but could not confirm if it stopped aspirating.